Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was not reproduced. No error messages occurred during testing. Testing showed a flare appeared on the image; this occurred due to peeling adhesive around the objective lens. Further testing showed the device did not meet with insulation resistance specifications due to a crack on the bending section cover. In addition, the right/left knob did not move smoothly due to damage at this area. Finally, the up/down knob had excess play and the bending angle in the up direction did not meet with specifications. Both of these directional issues occurred due to a worn angle wire. Visual examination of the device found the following issues: the light guide lens was cracked; the air/water cylinder was corroded; the scope connector was corroded; the control unit was discolored; the scope connector was dirty due to water leakage; the bending section cover adhesive was chipped. The following components showed scratches: connector cover; scope connector; scope connector cover; universal cord protector; lock engagement lever; right/left knob; up/down knob; image guide protector; flexibility adjustment ring; connecting tube; switch box; universal cord; hand grip; and control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope had a scope not recognized error (e315). The customer reported the issue was detected during inspection prior to a diagnostic procedure. According to customer, the procedure was completed by replacement of equipment. The customer reported no adverse effects to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the e315 error was due to breakage of the image sensor unit including disconnection caused by stress from repeated use, external factors, handling, or that the components including the ic chip and capacitor mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.